Manufacturer narrative:
Follow-up - 4/14/2016: it was indicated that the customer's issue has been resolved; however, no detailed information was provided. Follow up - 4/20/2016: customer indicated that they continue to experience elevated bgs on the 3rd day following a load change; however, 3rd day trends were not noted in the pump history by tandem technical support. It was recommended that the customer review their pump settings with their health care provider. A later review of pump data did indicate that cartridge had not been changed for 5 days. Tandem technical support attempted to reach customer to notify customer of findings in pump history. Follow up - 4/22/2016: customer was reminded that novolog is indicated for use up to 72 hours. The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced an elevated blood glucose level of 260 (mg/dl) following the third day of a supply change. Customer changed supplies and delivered a bolus to address bg levels. Recommendation was made to change site should elevated bg levels recur and to consult with health care provider to discuss diabetes management. It was indicated that a non-tandem pump is currently being used for diabetes management.